Event description:
It was reported that the pta balloon would not deflate after use in an av access occlusion in the arm. Reportedly, the balloon was inflated two times between 8-10 atm. Attempts were made to deflate the balloon with negative pressure without success. The balloon was punctured with a needle through the skin and removed through the sheath without further incident. Another pta balloon dilatation catheter was used to complete the procedure. The pt was reported to be doing fine post procedure.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number gfui2674. The device has not been returned to the manufacturer to date. The investigation is currently underway.